Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed therapy delivery for the current measurements. Ts reviewed x-ray images and discussed system position, with ts recommending performing a defibrillation threshold (dft) test and revision of the current system position in order to ensure therapy delivery effectiveness. This electrode remains in service. No adverse patient effects were reported.